Event description:
Cpi received info that two possis sutureless leads were explanted due to sensing trouble, intermittent capture and an impedance measurement issue. The leads and implantable cardioverter defibrillator (ICD) were replaced at this time.